Event description:
Based on a transcript of the event the details are as follows: catheter broke at the junction of the catheter to the flange. Inserted 8 days previously. Pt at home. Normal activities. A second break occurred on the remainder of the catheter when retracted, leaving one cm the vessel. This required surgical intervention/removal.